Manufacturer narrative:
At analysis it was noted that the lower case was cracked, the ring attachment bent, both bail cover attachments were cracked and the battery contacts were visibly contaminated. The device was cleaned, the keyboard, lens on the upper case, lower case, ring attachment and both bail attachment covers were replaced and the device then passed all its tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned due to "defective housing" and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.